Event description:
It was reported that during implant the superior vena cava (svc) impedance was high despite different positions. It was determined that the implantable cardioverter defibrillator (ICD)¿ing used had an issue. The device was replaced. No patient complications have been reported as a result of this event.